Event description:
It was reported that the patient presented to the emergency room with complaints of dizziness and light headiness. It was determined that the right ventricular (rv) lead was oversensing, resulting in the patient experiencing episodes of asystole. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5594 lead implanted: (B)(6) 2009. A 4195 lead, implanted: (B)(6) 2009. (B)(4).